Event description:
During a surgical procedure while using the roller ball electrode, portions of the black covering of the sheath became detached from the electrode and fell into the pt. All remnants of the electrodes were removed from the pt without incident.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hosp have been unsuccessful, and the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.